Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4. E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced four infusion set cannula leakage events. The set was in use for one day. The event led to high blood glucose levels for which patient took multi daily injections. Patient took correction bolus via pump and changed infusion set, replaced infusion set and resumed insulin deliveries successfully. No further information available.